Event description:
It was reported that the current leakage is too high. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.

Event description:
It was reported that the current leakage is too high. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.

Manufacturer narrative:
The alleged issue of current leakage being to high was unable to be verified due to the housing being broken/damaged.